Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2012; dtba1d4 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was low, triggering an alert. The lead remains in use. No patient complications have been reported as a result of this event.